Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the there were symptoms reported to be related to the device or therapy. Caller said the patient is experiencing seizures and has left body numbness and involuntary movement episodes of unresponsiveness. Caller also added that the patient has clinical findings of weakness of arms and legs bi-laterally. Caller said the patient was hospitalized 3 months ago for the seizures. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the partial seizures, numbness, involuntary movement, unresponsiveness, and weakness was a suspected seizure but it was uncertain. To gain further information there was an MRI of the brain pending. As of (B)(6) 2018, the partial seizures, numbness, involuntary movement, unresponsiveness, and weakness hadn¿t been resolved but the hcp noted they were considering anti-convulsion therapy.